Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient felt electric shocks in her legs; from the middle of her leg down, and in her groin at the time. The patient had her stimulation adjusted and was "given 4 other programs" but the shocks in her legs moved to a different location. The patient was reported to have wet her bed 5 nights before and had not seen the improvement or very little improvement since she got the implant. The patient experienced pain "over the implant", in the buttock area "all around the metal" and recently the area was hurting more. It was noted that the patient could not stand the pain. It was also indicated that the patient believed her body was rejecting the implant, did not want it and wanted to have surgery to have the device removed. Since the implant, the patient had never felt good and still did not feel good, but it started getting worse 6 months before. The patient was scheduled to see a healthcare provider (hcp) on (B)(6) 2012.

Event description:
The consumer reported the ins was turned off. The patient indicated the healthcare provider (hcp) told her she could not have it removed as it could cause her harm in her spine if removed. The issue was indicated to have begun (B)(6) 2010.

Manufacturer narrative:
Product ID 3889-28, lot # v525448, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).